Manufacturer narrative:
Citation: f. Leclercq, et al. Feasibility and safety of transcatheter aortic valve implantation performed without intensive care unit admission. Www.ajconline.org: http://dx.doi.org/10.1016/j.amjcard.2016.04.019 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding feasibility and safety of transcatheter aortic valve implantation performed without intensive care unit admission. All data were collected from a single center between december 2014 and july 2015. The study population included 177 patients (predominantly male, mean age 83.5 years), 29 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients one death occurred. Based on the available information, the death was not attributed to a medtronic product. Among all patients adverse events included: unstable hemodynamic, vascular complications, vascular rupture necessity surgery, hematoma with manual compression, second prosthesis needed, stroke, new conductive disorder some requiring pacemaker implant, pericardial effusion, major bleeding, myocardial infarction, acute kidney injury. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.